Manufacturer narrative:
There is an instruction that states, "the humidifier should be at least 4" away from the wall for best results".

Event description:
Consumer alleges the humidifier caught on fire and caused damages to curtains and hardwood flooring in living-room. There was not a report of personal injury with this incident.